Event description:
The pt is experiencing hoarseness since vns implant that is getting progressively worse. It was reported that the pt had a larger than normal vagus nerve and that at the time of implant surgery, a larger bipolar lead was not available (modle 302-30). A smaller bipolar lead was implanted (model 302-20). The implanting physician was able to place the coils of the smaller lead on the vagus nerve, but it was reportedly a very snug fit. The pt did benefit from vns therapy and has been able to abort some seizures using the magnet. The physician originally planned to replace the smaller model 302-20 lead with a larger model 302-30 lead, but after the 302-20 lead was removed, the physician did not replace it with the 302-30 lead because the vagus nerve was reportedly too damaged to perform additional placement of a new lead. The pt has reportedly doing better following the revision surgery.